Event description:
It was reported that high out-of-range left ventricular (lv) lead impedance and high capture thresholds were noted via a remote transmission. The patient was brought into the electrophysiology (ep) lab for a lead revision, and before the procedure, a review of the impedance on the lv lead in different configurations noted high out-of-range impedance from the lv ring-rv coil. It was suspected that the lv ring cable had fractured. Reprogramming was made with no lv lead revision performed. The lv lead will be monitored remotely. There were no adverse health consequences to the patient.